Event description:
Dexcom sensor continues to say failure. I call dexcom each time they just give me new sensor and when I ask why this continues to happen and say not to worry, we will give you one for free. I have paid out of pocket (B)(6) and each time the g7 dexcom sensor has failed. I ask the pharmacy (heb & safeway) and credit card (visa and amex) for my money back. I have the receipts and boxes. Something is wrong that this many sensors are not work after 3 to 7 mins they say failure before I see a blood glucose result. Please help me thank you. Who knows after this when the dexcom g7 sensor is working if the glucose readings are correct? Dexcom g7 insurance would not pay so I had to pay in cash for two g7 sensor. Both (B)(6).